Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 149 mg/dl and 85 mg/dl. No adverse event reported. The lot number was not provided. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.